Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre 2 reader was exposed to moisture and was not powering on with button press or test strip insertion. Customer was unable to test and experienced dizziness, nausea, restlessness, seizure and a loss of consciousness. No further information was provided. There was no report of death or permanent impairment associated with this event.